Event description:
Complainant alleged that the autopulse resuscitation system displayed a "system error-revert to manual CPR" message. There was no report of any patient involvement. Manufacturer has requested additional information, however, no further details have been provided.

Manufacturer narrative:
Autopulse platform with s/n (B)(4) was returned for evaluation. A review of the archives indicated that error code 132 "system error, out of service" occurred on the reported event date of (B)(6) 2013. In summary, the reported complaint of error code 132 "system error, out of service" was confirmed through the archive review. The error code 132 "system error, out of service" was cleared, which remedied the reported problem. The platform underwent and passed all final functional testing.